Event description:
Reporter noted recent change to stopper design in the silicone oil injection kti creates pressure build-up in syringe and sudden separation of components. This loud explosion startled surgeon while holding instrument in eye; a large retinal laceration and choroidal hemorrhage occurred. Required control of intraocular hemorrhage and repair of retinal laceration. Patient was hospitalized. Severe visual loss.